Manufacturer narrative:
This report is for an unknown pediatric locking compression plate (lcp)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: islam, s.u., henry, a., khan, t., davis, n., and zenios, m. (2014). The outcome of paediatric lcp hip plate use in children with and without neuromuscular disease. Musculoskelet surg, 98, 233-239. This is a retrospective study, which reviewed the notes and radiographs of children who had the paediatric lcp device for the fixation of proximal femoral osteomy and proximal femur fractures between october 2007 and july 2010. Forty three lcp plates were used in 40 patients (27 males and 13 females) for the fixation of 40 proximal femoral osteomies and three proximal femur fractures. Patients included 13 children with underlying neuromuscular disease and 27 children without. 27 patients were treated without plaster immobilization and 13 were treated with plaster immobilization. Plaster immobilization was used in 10 children with neuromuscular pathology and 3 with developmental dysplasia of the hip (ddh). One child experienced a peri-prosthetic fracture four weeks post-operatively, related to a fall. The fracture healed uneventfully by treatment in a hip spica for 6 weeks. This is report 1 of 2 for (B)(4). This report is for an unknown pediatric locking compression plate (lcp)/unknown quantity/unknown lot. A copy of this journal article will be submitted with this medwatch. This report is for two devices.